Event description:
The customer reported to syncardia on (B)(6) 2015 that the freedom driver exhibited a constant fault alarm while supporting a (B)(6) patient. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a constant fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.